Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received via cd shipment last 04 apr 2019. After review of medical records, the patient was revised to address recurrent dislocation and recurrent right hip instability. Operative notes indicate that the patient was slightly long. Operative findings include presence of sanguineous fluid, absence of soft tissue attachment at the posterior border of the trochanter and mal-positioning of the cup. There were was trochanteric nonunion fracture at the level of the greater trochanter which was cabled. Doi: (B)(6) 2006 - dor: (B)(6) 2010, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.